Event description:
The patient experienced a corneal ulceration of the right eye, with severe ciliary injection, corneal edema with severe cellular reaction in the anterior chamber. A culture taken from the contact lens showed a rich growth of klebsiella oxytocia, pseudomonas aeruginosa, and gram-negative rods. By 2002 the ulcer was under control and continued treatment consisted of tobramycin fortified every 2 hrs and infectoflam 2x daily.